Event description:
Ous MDR - after an implantation period of about 21 months, impedance values higher than 3000 ohm were reported. The revision was performed on (B)(6) 2015 but it was not possible to insert a new lead because the access was closed due to the four leads already implanted. No adverse patient side effects were reported.

Manufacturer narrative:
The lead is not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.